Event description:
It was reported that during a procedure, the device would not cut the tumor. No other information was provided. Several request for additional information has been sent to the customer and on (B)(4) 2014 the following was provided: the type of surgery was a craniotomy. There was no pt harm or injury, no replacement product was available to be used, and there was no surgery delay. All other questions regarding suspect/concomitant product information, event and pt details were reported as "na" by the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.